Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to user related (example: contact with sharp object/ exposure to petroleum based products/ mechanical failure/ operator error). The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A review of the device labeling have been conducted for investigation purposed. ¿do not use the product of have later allergy scope of application: foley catheter is intended for use in the drainage of urine from the bladder of children and adults. Precaution: this product contains natural rubber latex which may cause allergic reaction. Sterile unless package has been opened or damage. Warning: do not use petroleum substrate lubricants with the latex- based urethral catheters such as petroleum jelly and label liquid paraffin, which will damage latex and may burst balloon. Water-soluble lubricant can be used. Storage: catheters need to be stored at room temperature and keep away from the direct light and preferably stored in the original packing box.¿ h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that a foley catheter was placed for a patient who underwent transurethral bladder calculi holmium laser lithotripsy on (B)(6) 2021. Stated that the patient returned to the ward for continuous bladder irrigation and the urine was light red. The catheter slipped off of the patient due to balloon rupture on (B)(6) 2021. The patient was advised to drink plenty of water to maintain the urine flow.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that a foley catheter was placed for a patient who underwent transurethral bladder calculi holmium laser lithotripsy on (B)(6) 2021. Stated that the patient returned to the ward for continuous bladder irrigation and the urine was light red. The catheter slipped off of the patient due to balloon rupture on (B)(6) 2021. The patient was advised to drink plenty of water to maintain the urine flow.